Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Event description:
Literature article abstract entitled, ¿limb salvage using original low heat-treated tumor-bearing bone¿ by kyung-soo suk, md, et al, published by clinical orthopaedics and related research (2002), no. 397, pp. 385-393, was reviewed. The purpose of this study was to assess the efficacy of using low heat treated tumor bearing bone with a traditional joint prosthesis to salvage limbs in patients who have late stage bone cancer. The authors studies both shoulders and hips implanted between 1994 and 1998 into 12 patients who needed extensive limb salvage due to cancer of the bone. The implants were secured with depuy cmw 1 cement and received either a depuy global shoulder or an elite plus hip system. All patients received extensive chemotherapy after the limb salvage. This complaint will capture the one postoperative complication that was not attributed to the patient¿s cancer treatment or preexisting bone degeneration due to tumors of the bone. Results: 1 patient received a closed reduction to treat a dislocation of the hip 3 months after primary tha. This patient had no further complications and no revision surgeries were noted. Captured in this complaint: 1 charnley elite polyethylene cup and 1 unknown femoral head: implant dislocation: hip.